Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a cesarean section on (B)(6) and suture was used. It was found that the suture broke during surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot ak6612, and no non-conformances were identified. Additional information was requested and the following was obtained: the sample was scrapped by the hospital.